Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they were feeling that the therapy had not been working on (B)(6) 2019. The patient stated that the controller was showing ¿communicator is not found¿ since (B)(6) 2019. The patient stated they did not know about the ¿communicator¿ piece and how to use it. It was reviewed with the patient how to recharge the communicator and walked the patient through how to connect to their ins to adjust the stimulation. The patient was going to call back if needed. There were no further complications reported/anticipated.